Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The displacement test was unable to be performed due to missing segments. The device was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 195 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the lcd screen has a blue ink stain and appears to be punctured. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.